Manufacturer narrative:
The pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 32.0 and 62.0 cm from the proximal end and fractured approximately 100.0 cm from the proximal end. The segment of the pusher assembly distal to the fracture was not returned for evaluation. Evaluation of the returned device revealed the pusher assembly was fractured. If the ruby coil is forcefully manipulated during insertion into a microcatheter, the pusher assembly may become kinked. If a kinked pusher assembly is further manipulated, it may become fractured. The introducer sheath, embolization coil, distal segment of the pusher assembly, and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was advancing a ruby coil through another manufacturer's microcatheter, the ruby coil pusher assembly became kinked. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.